Event description:
Impedance and threshold had both drastically increased on this lead, necessitating its replacement. Lead explant was performed. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. Explantation aids were still inserted in and mounted on the distal lead fragment. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The distal lead area was found covered in calcified body tissue. Although the lead was found to be electrically continuous, calcification is known to cause high impedances. Abrasion marks were detected between 46 and 51 cm distal to the is-1 connector pin. However, the insulation was not breached. Based on the characteristics of this damage, it is reasonable to assume, that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Further damages like the cuts into the is-1 connector most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.